Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted; give date: unknown/ not provided. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that model pcb00 cartridge was damaged, cartridge tip was observed crack. The issue was first noticed while screwing the lens into patient's eye. Reportedly, the lens came out alright and there was no intervention required. There was no incision enlargement required nor patient injury. No additional information provided.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 01/29/2019, device returned to manufacturer: yes. Device evaluation: the complaint unit was received in its original packaging. The plunger was observed in a fully advanced position and lock. The cartridge was correctly engaged into the device. No assembly error and/or defect related to manufacturing process were observed. Visual inspection at microscope magnification was performed: the pushrod was exposed out of the cartridge tip. Lubricant material residues were not observed in the device. The lens was not returned neither inside nor outside the device. Cartridge tip was observed crack/ deformed. The reported issues were verified. However, due to the conditions in which the sample was returned it is not possible to determine that the reported issue is related to manufacturing process and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional complaint was received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.